Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure the central control monitor (ccm) came up with a black screen and a message that "the computer needs service." The device was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the service repair center. The central control monitor (ccm) displays "system computer needs service" message when powered on. The internal personal computer interface (pci) cable was found dislodged causing electrical damage to the lan/if board. The lan/if board was replaced and preventive maintenance was completed. The unit operated to MFR's specifications and was returned to the clinical user. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.